Event description:
This customer reported a shock issue for this defibrillator. There was no report of any pt involvement.

Manufacturer narrative:
(B)(4). This customer reported a shock issue for this defibrillator. There was no report of any pt involvement. The device was evaluated by philips locally and the reported symptom was confirmed. Replacement of the power pca resolved the symptom.